Manufacturer narrative:
On may 10, 2023, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection, leak test, and microscopic examination of the returned device. Visual analysis of the returned sample, determined that the sal smooth rnd diap 325cc breast implant was found to have a tear on the anterior view, measuring approximately 3.7 cm. Leak testing was performed, in accordance with mentor procedures, and no leak sites on the valve were detected during the analysis. A microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The event described could not be confirmed as the breast implant was returned without detectable leakage on the valve. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 25-year-old female patient underwent primary breast augmentation with 325cc mentor smooth round moderate profile on both sides and experienced breast implant deflation on her left side postoperatively; diagnosed in person. The patient has consulted with the healthcare professional. On (B)(6) 2023, bilateral leaking valve was also reported in addition to left side deflation, and it was also reported that the patient underwent bilateral replacement surgery on (B)(6) 2023

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right leaking valve. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).